Event description:
The customer reported when they were trying to turn system on to send images to pacs, the system would not boot up, stops at five arrows. Did not involve a pt or procedure.

Manufacturer narrative:
The service rep arrived on site and found system not booting. He tried accessing the hard drive with boot disk, and was not able to. He also was not able to retrieve the log files. He erased the nodes and removed and replaced the loaded hard drive. He re-loaded the node information. The service rep tested operation by booting system and performing various commands. Everything is working as intended.